Manufacturer narrative:
(B)(4).the device has been received, and the evaluation is in process. A follow-up medwatch will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The homechoice (hc) device was received operational and in good condition for evaluation. The device passed the hc return instrument test / evaluation (rite) functional test, but failed the rite electrical ground bond test. The reported difficulty of ground bond failure by nature is not recorded in the device logs; therefore, review of the device logs revealed no previous occurrences. Resistance measurements between the power entry module and the door post indicated the ground bond failure was due to the door post. There were no problems found during an internal inspection of the device. The device's service history record was reviewed and no issues were identified that may have contributed to the rite failure. The cause for rite test failure - ground bond was determined to be the door post. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the ground bond test indicating a high resistance value between the hc and the ground bond on the power supply.